Event description:
The event timing was during surgery. There was no harm to the patient. A short delay of 1-15 minutes was noted. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated/corrected: b4, b5, d4, g2, g3, g6, h1, h2, h3, h4, h6, and h10. The results of the investigation are as follows: -review of the most recent repair record determined the device was out of calibration and the ratchet was not functioning. The ratchet spring and pin were replaced and the device was recalibrated and resolved the reported issue. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was in need of repair for an unknown reason. No further information was provided. During follow up it was found that the ratchet could not make up or down motion. The event timing was not during surgery. No patient involvement or harm. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign source: new zealand, the product has been returned to zimmer biomet, and the investigation is in process. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.